Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction insufficient image brightness cause by component failure of the lightguide bundle and broken universal cord occurred due to third party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited insufficient image brightness, component failure of the light guide bundle and broken universal cord. The issue was found during a therapeutic laparoscopic surgery was completed with a same device there was no patient harm.